Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over from server. A technical support specialist mentioned that product support engineer (pse) was working on the issue and later reported that the server had already drained all carefusion coordination engine (cce) messages and that new messages were processing in real time without delay. The earlier delay in enterprise message processing was due to the default configuration that processes only eight messages at a time and could be adjusted using the knowledge article on configuring messaging polling interval times and message processing speed. Pse confirmed that the es application servers 8 giga byte (gb) random access memory (ram) met deployment requirements for up to 1,000 devices and noted that the site already had three sync servers, so ram was not the issue. However, third party antivirus tools such as deep security agent and trend micro were consuming significant memory, especially deep security agent. Pse recommended increasing the es application server s ram to support these applications. The hospital information technology (it) team added 8gb of ram to the production es application server, memory usage stabilized at 64 percentage, messages processed successfully, and the system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over from the server to the stations. The customer stated that orders were not populating on the medstations and that the stations were currently on critical override. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.